Event description:
It was further reported that the lead dislodged again. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was found to have poor sensing and no capture. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.